Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Provided radiographic images have been reviewed. It is possible to confirm the reported dislocation event in one of the provided images. It was also possible in a explanted device photograph to confirm the liner having folded inward. This may have been the results of post dislocation closed reduction attempts. A root cause that would be attributed to the depuy device(s) is not identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "invagination of elevated lip liner preventing reduction of dislocated total hip" written by angel ordaz, bs, joseph schirmers, md, and stefano bini, md published by arthroplasty today made available online on 7 january 2020 was reviewed. The article's purpose was to report on a case of a (B)(6) year old male with history of morbid obesity, schizophrenia and polysubstance abuse who received a right tha with depuy products. At his two month follow up, it was noted he experienced 3 dislocations and falls due to exacerbation of his paranoid schizophrenia. The cause of his instability was thought to be associated with subsidence of the stem. The summit stem was detected radiographically as subsided and was presumably attributed to the multiple falls. Treatment followed with revision and intraoperative findings was a fixed stem and lack of sufficient cup anteversion. As the cup was well fixed with osteointegration and screws, surgeon's discretion was to replace liner with elevated rim liner and longer modular head to address the instability, and the article reports an acknowledgement that the instability "could have been more fully optimized with increased cup anteversion." One month post revision, patient presented with dislocation reporting pain and treated by unsuccessful closed reductions with only partial reduction achieved under general anesthesia. A second revision commenced the next day with intraoperative findings of "elevated lip of the acetabular liner was found to have folded into the acetabulum thus precluding a successful closed reduction" secondary to attempted closed reduction. Stem and cup were both revised to non depuy products. Depuy products: summit stem (primary), pinnacle cup (primary), ceramic head (primary), poly liner (primary), head (1st revision), poly liner (1st revision). Figures 1-4, and 7 provide radiographic imaging. Figures 5 and 6 provide photographic imaging of the elevated rim acetabular liner with folded edge. Adverse events: joint dislocation and instability (both primary and revision head/liner) - treated by reduction and revision pain associated with the dislocation of revision head/liner - treated by revision.